Event description:
It was revealed an a post-operative x-ray that this pt only had partial insertion of the electrode array of their cochlear implant. Consequently, during activation of the device, only nine of the electrodes could be activated. Therefore, the pt was explanted and reimplanted with a new device in 2004.